Event description:
It was reported that during a stent graft placement procedure in the right artery, the stent graft allegedly failed to deploy. It was further reported that there was allegedly perforation of sheath. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the stent delivery system was returned for evaluation and the stent graft was found partially deployed while one of the struts was perforating the stent sheath. It is considered the perforation of the sheath led to the impossibility to completely deploy the stent graft which leads to confirmed results. T was reported that the device was flushed, a 10f introducer/ 0.035" guidewire were used for access, the tracking vessel was neither tortuous nor calcified and the stent graft was straight during deployment attempt. Based on the provided information and evaluation of the returned sample, the investigation is closed with confirmed results for sheath perforation and partial deployment is considered to be a cascading event. A definite root cause for the reported event could not be determined. The intended placement of the device to treat an aneurysm indicates and off-label use. Labelling review: in reviewing the relevant labeling, it was found that the instructions for use sufficiently address the potential risks. The instructions for use state: 'if unusual resistance or high deployment force is encountered during stent graft deployment, abort the procedure, remove the delivery system and use an alternative device.' Regarding preparation of the device the instructions for use state that "prior to loading the endovascular system over a guide wire, both ports must be flushed with sterile saline to eliminate any air bubbles that may be trapped in the inner catheter lumen and/or the stent graft lumen. Flushing these lumens will also facilitate stent graft deployment". Regarding the anatomy of the placement site the instructions for use states: "prior to stent graft deployment (...), ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy". Regarding accessories the instructions for use states: "prepare a stiff 0.035" guidewire per its instructions for use and advance the guidewire under fluoroscopy to the target location. The use of an appropriately sized introducer sheath is recommended". The packaging pictograms indicate an introducer size of 10f and a 0.035" guidewire. As a precaution, the instructions for use states that "the safety and effectiveness of the device when placed across an aneurysm or a pseudoaneurysm has not been evaluated." H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.